Event description:
Caller reported a false positive troponin (tni) result using the triage cardiac panel test.

Manufacturer narrative:
Testing on returned patient sample, calibrator z, and calibrator h on cardiac w46141: no elevated values were observed with the patient sample, calibrator z, or calibrator h. No false positives were observed. No error codes or standard outliers were observed. Patient sample 1 tni was <0.05ng/ml on triage and verified on accessii at 0.01ng/ml. The nsb spot was <0.0, this low value indicates there was no interference from a non-specific binding factor. All data points with calibrator z were below the manufacturing cutoff. All data points with calibrator h were within the manufacturing 2sd range with a % recovery of 102%. No false positives were observed with the returned patient sample or calibrator z. No elevated values or high bias was observed with any sample. Observations of mfg pouch release data from global stat pak for tni recovery on cardiac w46141 follow: no high bias in recovery was observed. No error codes were observed. One data point with the whole blood sample was above the mfg cut off of 0.10ng/ml. The presence of this data point is within the mfg final release specs. All data points with the zero control were below the mfg cut off. One data point with calibrator h retest was above the mfg 2sd range. One standard outlier was observed with calibrator e, this data point was within the mfg 2sd range. All % recoveries were within the mfg final release specs. At the time of pouch release, w46141 was within the mfg final release specs. Product services did not confirm the client's observations of elevated tni results when testing returned patient sample on retention devices; triage gave tni <0.05 ng/ml. Product services reference method test gave tni 0.01 ng/ml. A review of mfg release data for the device lot showed results within specifications. Corrective action not required as product deficiency was not established.